Event description:
While servicing the device, an authorized bench technician discovered the capacitor was testing below specifications. The noted failure was identified during the bench inspection of the device by an authorized bench technician. As a result of the issue, it was determined that the capacitor would need to be replaced. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced to resolve the reported failure. Following the repair, calibrations were completed for preventative maintenance and the unit was returned to the customer to be placed back into service. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
While servicing the device, an authorized bench technician discovered the capacitor was testing below specifications.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.